Event description:
Plus USA received a 3500a from the hosp indicating that, "pt with a history of severe degenerative joint disease underwent left knee replacement in 2005 using suspect medical device. In 2006 pt reported pain in her knee to her physician. A bone scan showed increased uptake in the area of the knee. The next month pt reported increased pain to the physician again. Physician's exam was positive for medial tibial component tenderness. A bone scan done at that time showed increased uptake in the patella. Pt was admitted to reporting facility 3 mos later and underwent left total knee arthroplasty with exploration of the tibial component and replacement of the tibial polyethylene insert and revision of the patellar component. During the surgery the surgeon noted looseness within the patellar button therefore the patellar component was replaced. The tibial component and femoral component were found to be secured to the knee without any evidence of loosening so they were not replaced. Pt did well postoperatively and was dismissed home 3 days later to be followed with home health care."